Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26, serial/lot #: (B)(4), ubd: 03-dec-2019, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the nose cone retrieval, the valve dislodged. It was reported that the dcs tip caught on the calcified left ventricular outflow tract (lvot). A second valve was implanted. No additional adverse patient effects were reported.